Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced due to an inoperable ipg caused by cautery. Troubleshooting was attempted but issue persisted. Effective coverage was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention occurred where the ipg was explanted and replaced.